Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer reported that they had blank display change the battery and it will restart and then the screen will go blank again after counting up. The troubleshooting was performed and was advised to insert new battery and display did not return. The insulin pump will not be returned for analysis.